Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They stated that the device's cutting and cauterizing feature did not disengage when toggle switch was pushed into the forward position. The product was immediately removed from the patient's body and disconnected. New device opened and worked as expected. No harm to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They stated that the device's cutting and cauterizing feature did not disengage when toggle switch was pushed into the forward position. The product was immediately removed from the patient's body and disconnected. New device opened and worked as expected. No harm to the patient.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10.internal complaint number: (B)(4).the lot # 25152807 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01oct2020 and investigated on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use were observed. Charred tissue and blood was observed on the heater wire. The heater wire was observed to be slightly flexed away due to clinical use from the hot jaw at the center, but remained attached at the base and tip. The silicone insulation was observed to be intact. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. No visible defects were observed to the toggle. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed.